Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with itching, and redness, underneath sensor pod area only. The reaction was treated with a prescription of an unspecified oral antihistamine. At the time of the report, the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
On (B)(6) 2025, the patient experienced a skin reaction with itching, and redness, underneath sensor pod area only.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025, the patient experienced a skin reaction with itching, and redness, underneath sensor pod area only." D10 concomitant medical product - correction. H2 correction.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.